Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was not able to unlock insulin pump. The customer¿s blood glucose level was 400 mg/dl. The customer was off the insulin pump for months. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, self test and displacement test. Power connector plug in and locked in place properly. (B)(4).